Event description:
It was reported to vyaire medical that the vela ventilator is showing vela cf bootloader 03.02.01 screen. The unit does not boot up correctly. At this time there was no information of patient involvement reported with this event.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available."